Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti received a complaint on (B)(6) 2015 reporting two tutomesh grafts were utilized for an incisional hernia repair and failed. The first tutomesh graft was implanted on (B)(6) 2014. The second tutomesh graft was implanted on (B)(6) 2014 along with a prolene polypropylene mesh. The complaint notification indicated the patient was being treated with antibiotics for a klebsiella pneumonia wound infection at the time of implantation of the grafts as a result of complications following renal transplant surgery and development of anastomotic leak.

Manufacturer narrative:
Investigation: graft was not returned to rti for evaluation. No unique serial identifier, batch or lot number was provided; therefore, a comprehensive re-review of manufacturing and internal records could not be conducted. Bovine pericardium grafts undergo a validated sterilization method; tutoplast which includes gamma irradiation after packaging. Investigation results: per physician report in the complaint notification, the grafts were utilized in a contaminated wound site, it is more plausible that the patient's outcome and complications were associated with a source or event extrinsic to the xenograft implants.